Event description:
The reporter stated that the surgeon was attempting to insert a three piece silicone lens model aq2003v into the pt's eye and the lens became stuck in the injector. No pt contact or injury.